Manufacturer narrative:
PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7033679, medical device expiration date: 06/30/2018, device manufacture date: 02/02/2017. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sodium fluoride edta (fe) blood collection tubes had an issue with an embedded foreign material in the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.